Event description:
It was reported that there was a concern about the lack of lead integrity alert for the device when in use with the sprint fidelis lead. It was also reported that it is not possible to set the ventricular pace impedance threshold; it being fixed at 2000 ohms. The complainant also inquired about the remaining longevity of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.